Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported a blank screen on the liberty select cycler. Screen was blank during fill 4 of 4. Pressed ok/stop and touched the screen but screen remained blank. The ok/stop keys made sound when pressed. The cycler was rebooted and ok/stop key lit up but the screen remained blank. Replaced cycler due to blank screen. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform capd/manuals. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display check failed. The display was blank upon power up. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2342 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other visual discrepancies found during an internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.